Event description:
It was reported by the customer that the devices both jammed after unknown firings. They used a third device to complete the case with no patient consequence.

Manufacturer narrative:
Instrument a: empty, lockout fired through. Instrument b: exp date: 12/22/2012; MFR date: 1/22/08; broken. Eval summary: the analysis results found that the el5ml device a was received in good visual condition. When testing the device for functionality, it was noted to be empty and the lockout was fired through. As the IFU states: "do not attempt to fire through the lockout. If the trigger is forced closed once the last clip lockout has engaged, the jaws may remain closed. The analysis results for the el5ml device b found that it was returned with the cam broken. The device was cycled and form 1 clip and ejected the remaining clip due to the cam condition. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review is performed and no anomalies were found during the manufacturing process.